Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation, along with two images. The images submitted with the returned device appear to show a blood-like substance on the catheter shaft just proximal to the tip electrode and on a white cloth; however, no anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient twice during initial rpv ablation, following rpv ablation, and following the initial cti ablation. The event description states that the blood clot was observed after the left pulmonary vein (lpv) isolation. However, the case study and log files indicate that the catheter was not removed from the patient during or following lpv isolation. Additionally, the image appearing to show a blood-like substance on the catheter shaft just proximal to the tip electrode is labeled ¿after rpv ablation.¿ the ensite case study indicated increases in impedance during rf delivery in 23 ablation events throughout the study, and no temperature or power anomalies were noted. At the end of the case, two ablations were performed at 52w, one lasting 23 seconds and the other lasting 26 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.

Manufacturer narrative:
Additional information: d4, h2, h4. Corrected information: g1. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the pulmonary vein isolation procedure, a blood clot was observed on the catheter after the left pulmonary vein (lpv) isolation had been performed in smooth tissue with point by point lesions. The patient's act level was around 400 and heparin was used for anticoagulation therapy. The blood clot was removed with a cloth and the procedure was completed with no adverse consequences to the patient.